Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.